Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l60552, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the pump and catheter were explanted in (B)(6) 2005 due to infection. The patient almost died after this procedure and was in the intensive care unit (ICU) for 6 weeks. Additionally, the patient had 9 back surgeries since. The patient did not intend to follow up with any hcp. No information was reported regarding what was done to determine the infection, whether the ICU and back surgeries were related to the pump system, or the patient outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.